Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android: omnipod software app version: 3.1.6, operating system: ap3a.240905.015.a2.g991usqsihyl1, hardware: sm-g991u, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced diabetic ketoacidosis and either presented to the emergency room or was hospitalized. Specific bg values were not provided, and it could not be confirmed whether the event resulted in hospitalization. No additional information regarding this event was obtained despite good-faith efforts for further details, including information related to medical evaluation or treatment.